Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable creatinine plus ver.2 (crea) and uric acid ver.2 (ua) results on their c501 analyzer (a). The customer stated they had an ongoing issue with their quality control and patient results trending low. The customer stated they run patient comparisons daily for three patient samples between (a) and another c501 analyzer (b), serial number not provided, and crea and ua were running low. The customer repeated 40 samples and they were sending corrected reports for seven patients. The customer provided data for ten patients, of which six had discrepant results that were reported outside the laboratory. The first patient's initial ua result was 3.4 umol/l. The repeat results from analyzer (b) was 5.0 umol/l. The second patient's initial crea result was 0.6 mg/dl. The repeat results from analyzer (b) was 1.1 mg/dl. The third patient's initial crea result was 0.8 mg/dl. The repeat results from analyzer (b) was 1.2 mg/dl. The fourth patient's initial crea result was 0.5 mg/dl. The repeat results from analyzer (b) was 1.0 mg/dl. The fifth patient's initial crea result was 1.6 mg/dl. The repeat results from analyzer (b) was 2.8 mg/dl and it was issued as a corrected report. The sixth patient's initial crea result was 1.0 mg/dl. The repeat results from analyzer (b) was 1.4 mg/dl. The repeat results were considered correct. There were no adverse events. The ua reagent lot number was 65505901 and the expiration date was 12/31/2012. The crea reagent lot number was 66900201 and the expiration date was 06/30/2013. The field service representative found an issue with the sample probe operation. He set and verified the system pressures and rinse heights. He replaced the sample probe and rinse mechanism squeegees. He completed adjustments for probes. He performed daily quality control and a precision check and all the results were within the customer's established ranges.